Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was receiving notification on the minimed mobile app to change the reservoir. Troubleshooting was done and by force closing, relaunching the app the minimed app and the insulin pump were repaired but the issue was not resolved and the customer was still receiving the same notification. The issue had been escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event with mobile device, iphone xs on ios 15.7 using minimed mobile (1.3.0) with 780g pump (software version 6.7) was made but it wasn't reproduced. The software did not perform as expected per specification - ble connect ios and android mobile software requirements specifications, (B)(4) (item 2479059). After conducting a thorough investigation, we have found that the notification could not be cleared under certain conditions. The problem was solved on the developer side by making changes according to the conditions found. The esf number that corresponds to the reported issue is: (B)(4). More details related to this issue could be found under this esf. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively. Ask the user to change notification settings in the application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.